Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to remove the cartridge and deliver a bolus, but could not reload the original cartridge due to a lack of insulin. After a follow-up, it was determined that the customer was unable to resume insulin therapy as the cartridge alarm persisted. Technical support assisted in loading a new cartridge, but the issue continued, leading to a decision to replace the pump and cartridge. The customer was informed about working with their healthcare provider for backup therapy, putting the pump into storage mode, returning the defective pump, and setting up the replacement pump.